Manufacturer narrative:
Additional information: d10, h4, h6 (update codes), h11. H4: the lot was manufactured between april 1-2, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during infusion. The device contained 4,584 mg fluorouracil chemotherapy. The expected infusion time was 44 hours. However, the infusion took approximately 60 hours to complete. There was no report of patient injury or medical intervention associated with this event. No additional information is available.